Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out sooner than expected. Customer's blood glucose level was 271 mg/dl. The customer declined troubleshooting regarding the reported issue, however, tandem technical support assisted the customer in changing pump settings regarding the screen timing off too soon.